Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas e411 disk. On (B)(6) 2024, the sample was tested using the elecsys hiv combi pt assay and generated results of 7.72 coi, 10.04 coi, and 10.99 coi, all of which were reactive. Subsequent testing with an hiv card yielded a negative result.

Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all signals and results were within expected ranges. False reactive results may occur with this assay, as outlined in the method sheet. Repeatedly reactive samples must be confirmed using recommended confirmatory algorithms, such as western blot or hiv rna tests. A product problem was excluded based on the investigation findings.